Manufacturer narrative:
The customer-reported issue was confirmed by patient file review. The root cause of the fault alarm was determined to be the driver starting up without a load. Since the companion 2 driver's drivelines are not connected to a patient at driver start up, there is no load on the system. This can cause additional stress on the compressor occasionally causing a single compressor malfunction alarm. The alarm is recorded immediately; however, it does not appear on the companion 2 driver display or annunciate until the gui software has completed its full boot-up which takes approximately two minutes. Investigation testing determined there was no evidence of a device malfunction. Syncardia has a corrective and preventive action (CAPA) to address this issue. (Section h6 codes - 3189, 4755, 213, 67). During incoming testing, the driver failed multiple steps because the emergency battery was unable to power the driver and the driver displayed a persistent emergency battery error alarm. The emergency battery was evaluated and found to have an unrecoverable permanent fault code. (Section h6 codes 3010, 420, 3227, 4307). These issues will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm during start up.